Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit shut down during a case resulting in the loss of mechanical ventilation. There was no report of patient injury.